Manufacturer narrative:
The customer stated that the device cannot be returned therefore a proper root cause analysis could not be completed nor the reported issue confirmed. Without a proper device analysis, a definitive root cause cannot be determined at this time. It was stated by the customer that they are using the yamane technique to implant the lenses. This technique induces a larger amount of force while trying to position the haptics in the scleral tunnel. Our lenses are intended to be implanted in the capsular bag. Additionally, the customer stated they used an emerald injector to implant the lens. Our IFU recommends the use of zeiss specific accessory support devices. Thus, the lens was being used off-label. Based on the information provided, the risk assessment for the lucia product, and our experience, we have determined that the following factors may have cause or contributed to the reported issue but not limited to: lens placement technique. Loading strategy. Accessory device support. Poor handling during folding and inserting. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release.

Event description:
It was reported that the haptic of a CT lucia 602 was kinked. The b cartridge was used with viscoat for implantation. As the lens was fully inserted, the lens had to be removed and was discarded. There was no patient harm reported. A backup zeiss lens was used to complete the procedure.